Event description:
The balloon of the microcatheter burst while inflating the balloon. The md was able to finish the procedure with no harm to the patient. Manufacturer response for balloon occlusion microcatheter, 150cm sniper balloon occlusion microcatheter, 45 degree k tip (per site reporter).